Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a possible temporal relationship exists between the liberty cycler set and the reported adverse event of peritonitis. There is however no documentation or evidence indicating a causal relationship between the liberty cycler set and the adverse event of peritonitis. Additionally, there is no allegation or indication that a fresenius device malfunctioned or failed to perform as expected.

Event description:
A user facility peritoneal dialysis nurse (pdrn) called in regarding a draining issue that a patient was experiencing. The pdrn reported the draining issue was related to the presence of fibrin. During the call, the pdrn reported that the patient is at the facility due to peritonitis (unknown diagnosis date). The cause of the peritonitis is unknown. The patient was being provided antibiotics (type, route, dose, frequency, and duration unknown). Additional information was requested, however was unable to be obtained.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number of the product is unknown. No device history record (DHR) review was performed since the lot number is unknown and no information was found in the system from this customer related to peritoneal dialysis (pd) device products. In addition, there was no product malfunction reported. With the information available, it is not possible to determine a causal relationship between the product and the incident. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.